Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of the instrument missing lever. Engineering found the instrument had a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.03 in length. No damage was found on the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega suturecut needle driver instrument was noted to have a missing lever. No patient harm, adverse outcome or injury was reported.